Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert. The customer's blood glucose level was 160 mg/dl at the time of incident. The customer reported went through two batteries within thirty-six hours. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed low battery alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. No unexpected low battery alarms or replace battery now alarms noted during testing. The audio on the insulin pump functioned properly during all testing. Insulin pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.